Manufacturer narrative:
Results of evaluation: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "would not arm and the arming button would not stay down" during surgery may have been due to bent knife stem. The instrument was received with a torn outer gasket and was locked out and in the armed position. The obturator stem was observed to be bent at the obturator housing. The obturator was unarmed and then would re-arm intermittently. It was concluded that the bent obturator caused the stack up to bind when the reset button was actuated and would not allow the instrument to arm consistently. No conclusion could be reached as to how the obturator stem had become bent or as to how the outer gasket had become torn. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device would not arm and the arming button would not stay down. Another device was opened to complete the procedure without difficulty. There was no consequence to the pt.